Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure. Reportedly, the suture was deployed at an unintended location. The artery was repaired surgically and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture deployed in an unintended site could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and the subsequent treatment appear to be related to circumstances of the procedure. The patient effect of tissue damage is listed in the perclose instructions for use as potential adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.